Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change-out due to eri, externalized conductors were observed via x-ray. Electrical parameters were good and stable. Lead remains implanted. No further actions were taken, and patient condition was in good condition.